Event description:
A hospital administrator reported a "faulty" intraocular lens. Additional information was received from the surgeon who reported that during the polishing stage of a cataract removal, the capsule was ruptured. The surgeon decided to place a three piece intraocular lens (iol) in the sulcus. When inserting the first lens, the surgeon reported he was deflecting the lens up to an "ineffective position", so he removed the lens with forceps. The surgeon stated that during this process, one haptic was broken. This lens was removed. A second lens was inserted, but the surgeon reported the lens was in an "uncomfortable and ineffective position." The surgeon also removed this lens from the anterior chamber. During this event, both lenses were removed in the same procedure; however, it is unclear if the surgery was completed with another iol after the removal of the second lens. The surgeon reported the possible cause of the event was related to a handling issue. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).